Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer. Results - other: dc motor adaptor replaced.

Event description:
It was reported by the customer that they are returning their unit to elsg for service. Error codes l1003/l1007/l1021. The tubulures was changed five times and the probes too, without any success.